Event description:
It was reported by patient's son-in-law that allegedly the device fractured requiring revision in 2006.

Manufacturer narrative:
Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.